Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on reader, and damage was observed. The reader was de-cased prior to return and was held together with tape. The reader was de-cased and placed into the test fixture to download log and corrosion was observed. The reader was not able to communicate, and the reader log was not able to be downloaded, due to the corrosion. Therefore, this issue is not confirmed to use.  The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced dizziness and a loss of consciousness. Customer was able to self-treat with metformin after regaining consciousness. No further treatment was reported. There was no report of death or permanent impairment associated with this event.